Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was unable to be reproduced. Downstream occlusion alarms were confirmed through the event history log and were determined to be caused by a failed downstream tubing guide, force sensor gasket, force sensor pusher and acetal gear. The failed downstream tubing guide, force sensor gasket, force sensor pusher adn acetal gear were replaced.